Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. Customer declined to troubleshoot for high blood glucose were due to the cannula being bent.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during tests. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's age information with the initial report was incorrect. The correct information was (B)(6)yrs.